Manufacturer narrative:
(B)(4). The exact age of the patient was not reported; however, this was reported to be a neonatal patient. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink buretrol solution set was involved in a downstream occlusion event. This occurred during infusion in the neonatal intensive care unit (nicu). The reporter stated that a baxter infusion pump presented a false downstream occlusion alarm while in use with the set. The infusion rate was reported to be set to either 8cc or 4cc per hour, and the expected therapy time was one hour. The issue was resolved without swapping out the set or the pump. There was no patient injury or medical intervention associated with this event. No additional information is available.